Manufacturer narrative:
The technician found the trend valve was sticking. He cleaned the valve to repair the bed.

Event description:
Information received indicates the head hi/low function is slowly drifting down.